Event description:
Caller reported a pixel issue on the pump display, which affected their ability to interact with the pump and read the screen. Caller declined to provide information about their blood glucose level at the time of the event. Technical support arranged to replace the pump and instructed the caller to use multiple daily injections as backup therapy. The caller understood how to put the pump into storage mode and agreed to return the problematic pump using a pre-paid label within 10 days.